Event description:
A user facility reported to olympus, the hd camera head exhibited images interference after plasma cutting was started. The event occurred during preparation for use, prior to an unknown therapeutic procedure. It was reported that the patient was not under anesthesia and the procedure was completed using similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. According to the device evaluation, investigators were unable to reproduce the customer reported issue during testing. Therefore, the repair order was cancelled, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.